Event description:
It was reported the patient lost stimulation one week ago due to an inability to recharge the device. A new recharger was sent out to the patient but the patient was still unable to recharge. The patient was seen in the clinic and the device was unable to communicate with the physician programmer, the patient programmer or the recharger. Overdischarge was not suspected but a physician mode recharge was being considered. It was also considered the ins may be flipped in the pocket. Additional troubleshooting was being considered. Additional information has been requested but was not available on the date of this report.

Manufacturer narrative:
The patient programmer was returned to the manufacturer for analysis. The complaint remained unverified as no anomalies were found.